Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387, lot# va1rb0c, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's registration wasn't completed yet, but name and dob were provided. The rep was waiting for the hospital to do a product swap, and the lead was sent back on (B)(6) 2018 with the tracking number provided. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387, lot#: va1rb0c, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) parkinson's dual, essential tremors, movement disorders. It was reported that the patient's dbs lead placement was the day before the call ((B)(6) 2018), but no ins yet. The caller stated they did one side and everything was 'fine' with impedance - 'green.' The caller stated they did the other side and the contact 3 was >10k with all other contacts. They tried to switch out the cable with not resolution. The caller stated they checked with the 8840 and the same thing. ~11k on contact reference. They placed another lead and the same issue occurred at that point. The doctor said to leave it and they would program around 3. The caller noted the patient got a great response at 3v on the other contacts, the tremors went away. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# va1rb0c, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported and clarified that there was no out of box damage to the product. The cause of the high impedances were unknown, and all necessary troubleshooting actions were done, but impedances were still high. The neurologist would program the patient using contacts 0, 1, and 2. The issue had not resolved. There were no further complications reported.